Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on 10th october 2018 by customer. Customer stated: "swivel arm slipped while positioning patient". Patient was injured, 1 cm laceration right scalp.

Manufacturer narrative:
This is follow-up 1: the device was received on 22th october 2018. Conducted visual and functional testing/inspection. Result: index knob neede minor repair: cleaning, adjusting and replacing sealing rings and washers. We suppose normal wear and tear and minor debris from reprocessing process as root cause for the reported deviation. Concerning the reported event: from our experience it is unlikely that the looseness in the index knob has contributed to the reported event. Our experience is, that pinning technique can contribute to slippages. .

Event description:
No additional information in this follow-up.